Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent deployment issues occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal left circumflex artery. The lesion was predilated with a 2.5x20mm non-bsc balloon catheter. A 2.75x16mm promus element plus drug eluting stent was advanced and deployed at rated burst pressure; however, the stent couldn't fully implant due to the lesion's degree of calcification and was also unable to fully cover the lesion. Rotablation was performed and the procedure was completed with other size of promus element plus. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The stent was damaged at the proximal end. Two struts on the most proximal row were lifted. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal left circumflex artery. The lesion was predilated with a 2.5x20mm non-bsc balloon catheter. A 2.75x16mm promus element¿ plus drug eluting stent was advanced and deployed at rated burst pressure; however, the stent couldn't fully implant due to the lesion's degree of calcification and was also unable to fully cover the lesion. Rotablation was performed and the procedure was completed with other size of promus element¿ plus . No patient complications were reported and the patient's status was stable.